Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/10/2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter, smart device and receiver. No additional patient or event information is available. The device has been received for investigation. A follow up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and failed due to the unit having no voltage. The share log was reviewed and the transmitter failed as a "loss of connection" gap was present in the logs. The customer complaint of loss of connection was confirmed through the data log. The root cause could not be determined.